Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the physician attempted to place a 12x60 ruby coil when he felt more resistance than normal inside the microcatheter. The physician successfully removed the coil and placed a new coil to complete the procedure. There was no adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the coil. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that there was more resistance felt than normal while advancing the coil into a microcatheter. Evaluation of the returned product revealed no resistance while advancing the coil through a px400 microcatheter. The coil was fully advanced out of the distal tip of a px400 microcatheter without any damage. There appears to be no issue with the function of the device. It is likely that the cause of the issue described by the physician was related to technique and/or patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.